Event description:
The pt's eye was lacerated during a lamellar resection of the cornea. Additional surgery was required to repair the eye. The pt has been referred to another physician for further treatment.